Event description:
It was reported to boston scientific corporation on (B)(6) 2023 that an ultraflex esophageal proximal covered stent was to be implanted in the distal esophagus to treat a 5cm malignant stenosis during a gastroscopy with stent placement procedure performed on (B)(6) 2023. The patients anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the ultraflex esophageal stent was deployed in the patient; however, the proximal end of the stent was unable to expand. An attempt to dilate the stent with endoscope was performed but the stent was still unable to expand. The stent was removed with forceps and another ultraflex esophageal stent was used to complete the procedure. There were no patient complications reported, as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of ultraflex esophageal stent failure to expand. Block h10: a fully expanded ultraflex esophageal proximal covered stent was received for analysis; the delivery system was not returned. Visual and microscopic inspections found the wires unraveled in the flare section. No other issues were noted to the stent. The reported event of stent failure to expand was confirmed as photo of the device provided showed the stent was unable to fully expand inside the patient's anatomy. It is most likely that procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician during deployment of the stent resulted to the reported event of stent failure to expand. Additionally, the wires of the stent were found unraveled in the flare section, it is possible that the manner the device was manipulated during removal with forceps could have caused the observed event. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on january 31, 2023 that an ultraflex esophageal proximal covered stent was to be implanted in the distal esophagus to treat a 5cm malignant stenosis during a gastroscopy with stent placement procedure performed on (B)(6) 2023. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the ultraflex esophageal stent was deployed in the patient; however, the proximal end of the stent was unable to expand. An attempt to dilate the stent with endoscope was performed but the stent was still unable to expand. The stent was removed with forceps and another ultraflex esophageal stent was used to complete the procedure. There were no patient complications reported as a result of this event.